Manufacturer narrative:
The insulin pump was received with partially missing retainer. The pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and cracked case on battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks along the casing. The customer's blood glucose level was 7.0 mmol/l at the time of the incident. The product was returned for analysis.